Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels ranging from 190-300 (mg/dl). The customer delivered multiple correction boluses to address bg level. System check with tandem technical support was performed and showed that the customer uses humalog insulin in the cartridge and the cartridge is changed every 3 days. The customer was unable to complete troubleshooting during the time of the initial call. Several hours later, the customer called back and reported customer's bg level came down to 154 mg/dl. The contact reported working with health care provider on adjusting the settings. Additionally, the customer has parkinson's disease and is a brittle diabetic, which was reported to have impacted the customer's bg level. Contact declined further troubleshooting as the customer's bg level was almost within target range.